Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the threaded shaft of the hex bolt has fractured from the hex head which remains in the frame. The fractured hex bolt was not returned . The frame exhibits damage on the channel. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads from the offset inserter broke off into the cup. The cup was removed from the patient and another was used to complete the procedure. No adverse events have been reported as a result of the malfunction.